Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number:(B)(6). G2 country: norway.

Event description:
It was reported that during surgery the screws holding the dermatome blade came loose and the entire plate with the blade came loose even though the surgeon tightened the screws several times. The patient suffered a cut. The device was not utilized to take any grafts, and an unplanned additional graft was not needed. The procedure was completed by another device. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the machine head was damaged and the neckpiece was worn. The machine head, pin, neckpiece, spring seal, retaining ring and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.